Event description:
Caller reported cgm error 42, indicating an issue with the continuous glucose monitoring system. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete instructions for a pump reset, and after following these, the cgm error code did not appear again.